Event description:
Hill-rom received a report from a hill-rom tech stating the bed exit cannot be set. The bed was located at the account in engineering. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's scale had been zeroed with the pt on the bed. The tech zeroed the scale to resolve the issue. The tech thoroughly tested the bed exit system and it functioned as designed. Based on this info, no further action is required.